Event description:
It was reported that the patient received a shock and went to the ER because they believed this shock to be different from those they had experienced previously. At the ER, they went into vf and the ICD did not deliver therapy. The patient had to be externally rescued. At explant, the physician noticed that the lead insulation was damaged and the ICD appeared to have an arc on the back.